Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: neu_epidural needle, serial# unknown, product type: accessory. Product ID: 977a260, serial (B)(4), product type: lead. Product ID: 977a260, serial (B)(4), product type: lead product ID: 977a260, serial (B)(4), product type: lead. Date received by MFR. 2018-01-05 is the correct date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable lead (s/n (B)(4)) found no anomaly. Analysis of the implantable lead (s/n (B)(4)) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a lead placement issue. It was reported that during implant, the leads were getting caught in the needles and the physician was unable to pull the lead out of the needle when repositioning. The leads were frayed. It was possible that the physician was twisting the needles too much within the needle. They looked at the lead and one was frayed. The lead was not used. No patient injury or symptoms were reported. The leads were going to be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_epidural needle, product type: accessory. Product ID: 977a260, serial (B)(4), product type: lead. Product ID: 977a260, serial (B)(4), product type: lead. Product ID: 977a260, serial (B)(4), product type: lead. A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that there was no associated ins serial number as the case was aborted and rescheduled with paddle leads. No other leads/inss were implanted at the time. The patient¿s weight at the time of the event was unknown. The leads were returned on 2018-01-05 and analysis received them on 2018-01-18. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: this report is a correction. Regulatory reports 2649622-2018-09002, 2649622-2018-09005, and 2649622-2018-09006 will capture any additional information regarding this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep provided the patient¿s identifying information. No further complications were reported or anticipated.